Event description:
It was reported that during a laparoscopic gastric bypass procedure, prior to firing, the ancillary trocar was sticking and broke off of the device. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. The breakaway washer was present, uncut and the device was received fully loaded with staples. The device was tested for functionality and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no ancillary trocar was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.